Event description:
"An epileptic pt who was supposed to receive oral keppra (levetiracetam) liquid via a peg tube instead received it is via a xxxxx(peripherally inserted central catheter) line. An oral baxa amber syringe that held the levetiracetam did not connect properly to the hub of the PICC line, however, it could be held easily against the opening for the injection. The pt was closely monitored by his medical team and, fortunately, did not have a negative outcome. It's possible that the experienced nurse who incorrectly gave the drug IV was confused by a purple color system available from xxxx for enteral feeding equipment."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.